Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.

Event description:
During a neurovascular procedure the physician was using the guidewire and when they removed the wire from the patient after being intracranial the wire was damaged. The guidewire malfunction occurred inside of the patient and no intervention was required to retrieve any portion of the damaged device. There was no injury to the patient as a result of the malfunction.